Event description:
The dealer alleges when the chair goes down a ramp and over a 1" threshold, the chair makes a 90 degree turn to the left. The consumer alleges he required stitches for a cut on his foot from a similar incident in the past.

Manufacturer narrative:
Consumer alleges he had injured his foot in the past. Neither manufacturer nor dealer received any confirmation of alleged injury. Chair replaced and to be evaluated. Should further information be obtained, file will be updated. No history to suggest a product problem.